Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the parallel guide instrument is broken. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition. The investigation has revealed that the nut is extremely jammed and the thread is broken. It is clearly visible that the nut was unscrewed out too far and is therefore totally jammed. The nut can not be completely undone. The nut is designed that it can only be loosened a little, outside stop. The review of the manufacturing und material documents shows no deviations to the specifications. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.